Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. Customer also specified other relevant blood glucose value was 221 mg/dl. Customer stated that she communicated with the doctor during high blood glucose and now she was fine. Customer stated the infusion set was leak and able to change the infusion set. The insulin pump will not be returned for analysis.